Event description:
Boston scientific received information that this local representative contacted boston scientific technical services in august 2018. The device and electrode history are significant for low r-waves. The patient has now received two inappropriate shock therapies. The device sense vector was reprogrammed to secondary. At the time of inappropriate shock therapy, the device shock vector was programmed in alternate. The second inappropriate shock occurred while the device sense vector was programmed in primary. The technical service consultant was informed that there was a small notch in the biphasic signal in secondary. The local representative asked if the sense vector should be programmed to secondary. The technical service consultant was concerned as this may prevent the device from correctly identifying whether the detected rhythm matches the template. Despite multiple attempt to additional information from the field was available. The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019. This sicd device and electrode were explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) device and transvenous lead system. There were no complications or irreparable injuries reported as a result of the replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the device casing and header. The device seal plug was intact; however, the medical adhesive around the seal plug was damaged. The setscrew operated normally. The device was able to be interrogated and a memory download was performed successfully. The interrogated monitoring voltage was 8.917 volts. The remaining battery life to eri was 41 percent. There was no evidence of high current drain. A review of stored data noted no resets, errors or fault codes. A review of the stored electrograms found that the qrs complex was contained within a noisy background. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has been received at boston scientific's return product department and is currently undergoing detailed laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific technical services in (B)(6) 2018. The device and electrode history are significant for low r-waves. The patient has now received two inappropriate shock therapies. The device sense vector was reprogrammed to secondary. At the time of inappropriate shock therapy, the device shock vector was programmed in alternate. The second inappropriate shock occurred while the device sense vector was programmed in primary. The technical service consultant was informed that there was a small notch in the biphasic signal in secondary. The local representative asked if the sense vector should be programmed to secondary. The technical service consultant was concerned as this may prevent the device from correctly identifying whether the detected rhythm matches the template. Despite multiple attempt to additional information from the field was available. The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. It was reported that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019. This sicd device and electrode were explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) device and transvenous lead system. There were no complications or irreparable injuries reported as a result of the replacement procedure.